Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("excessive bleeding") and uterine infection ("chronic uterine infections") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysfunctional uterine bleeding ("abnormal bleeding/ dysfunctional uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria hospitalization and intervention required) and uterine infection (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (laparoscopy of lysis of adhesions, a bilateral salpingectomy, an excision of the left essure device) and surgery (d & c (dilation and curettage)). At the time of the report, the pelvic pain, genital haemorrhage, uterine infection and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, genital haemorrhage, pelvic pain and uterine infection to be related to essure. The reporter commented: plaintiff presented to hospital on (B)(6) 2016 for abnormal bleeding. She was diagnosed with dysfunctional uterine bleeding, treated and released. On (B)(6) 2016, plaintiff was admitted to hospital, for severe pelvic pain and excessive bleeding. Her provider, doctor performed a laparoscopy of lysis of adhesions, a bilateral salpingectomy, an excision of the left essure device, and a d & c. Diagnostic results: some months later after essure procedure, plaintiff underwent a hsg test demonstrating that both essure micro-inserts were appropriately placed in her fallopian tubes and there was total occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.